Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.3. Initial reporter phone #: (B)(6). D.4. UDI number: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd vacutainer® edta tube had foreign matter inside. The following information was provided by the initial reporter: the patient received chemotherapy after surgery for colon cancer. On (B)(6) 2023, at 9 am, the nurse took a venous blood test for the patient. When preparing the blood collection tube, a foreign object was found in the purple vacuum blood collection tube, and a new one was replaced to collect blood for the patient. No adverse effects on patients.